Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that they got no delivery alarm. The customer's blood glucose was 400 mg/dl. Customer was reporting a past event. Customer reported that the alarm did not occur during manual prime. The customer also reported motor error alarm. The reservoir will not be returned for analysis.